Manufacturer narrative:
One accumax 200 laser fiber was received for evaluation. The fiber received was broken into two pieces. The first piece measured approximately 1.76 meters from the top of the connector to the break. The second piece measured approximately 1.39 meters from the break to the distal tip. There was a small charring at the break indicating the fiber broke while in use. The condition of the returned device confirms the reported event. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation on (B)(4) 2016 that an accumax 200 laser fiber was used during a flexible ureteroscopy procedure in the kidney performed on (B)(6) 2016. Reportedly, the laser unit used was a 20watt laser with settings of 800 mj and 5 hz. According to the complainant, during the procedure, the laser fiber broke near the surgeon's hand while firing. Laser energy escaped at the break and the surgeon's hand was ¿stung¿ but not burned and no treatment was needed. The procedure was completed with another accumax 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be "no adverse effects."

Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported that the device was not used past its expiry date. Reported event of fiber broke. Reported event of fiber misfired. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(4) 2016 that an accumax 200 laser fiber was used during a flexible ureteroscopy procedure in the kidney performed on (B)(6) 2016. Reportedly, the laser unit used was a 20watt laser with settings of 800 mj and 5 hz. According to the complainant, during the procedure, the laser fiber broke near the surgeon's hand while firing. Laser energy escaped at the break and the surgeon's hand was ¿stung¿ but not burned and no treatment was needed. The procedure was completed with another accumax 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be "no adverse effects."